Manufacturer narrative:
During stenting of the left common external iliac artery and the external iliac artery with a 7x80mm smart control stent, the stent jumped approximately 1 cm forward distal to the lesion and an additional stent was deployed to treat the proximal portion of the lesion. There was 80% stenosis in the lesion. A contralateral approach was made. The procedure was finished successfully. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was 80% stenosis but further details of the lesion and vessel characteristics are unknown. It is unknown if the stent delivery system passed through any acute bends. There was no reported difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. It is not known if the lesion was pre-dilated prior to stent implantation. It was not reported if there was any difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. It is unknown if the lesion was post-dilated after stent implantation. The smart control locking pin was in place during advancement towards the lesion and was removed. There was no reported patient injury. Review of lot 15753909 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that the operator's interaction with the sds may have contributed to the reported event if the deployment steps as listed in the IFU were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. Vessel characteristics and procedural handling may have contributed to the event. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. With review of the device history records, there is no indication that the event is related to the manufacturing process. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the affiliate indicated that during stenting of the left common external iliac artery and the external iliac artery with a 7x80mm smart control stent, the stent jumped forward distal to the lesion and an additional stent was deployed to treat the proximal portion of the lesion. There was 80% stenosis in the lesion. A contralateral approach was made. The device was delivered to the target lesion and the stent released, jumping approximately 1cm distally, so the proximal portion of the lesion could not be covered. Therefore, an additional stent, 8x30mm smart control stent, was deployed proximal to the first stent and the entire lesion was fully covered. The procedure was finished successfully. The product will not be returned for analysis. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. There was 80% stenosis but further details of the lesion and vessel characteristics are unknown. It is unknown if the stent delivery system passed through any acute bends. Delivery of the sds to the lesion was contralateral. There was no reported difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There was no thrombus present proximal to, at, or distal to the lesion site. It is not know if the lesion was pre-dilated prior to stent implantation. It was not reported if there was any difficulty or resistance noted while crossing the lesion with the stent. The sds did not have to pass through a previously placed stent. The stent expanded fully with good wall apposition. It is unknown if the lesion was post-dilated after stent implantation. The smart control locking pin was in place during advancement towards the lesion and was removed.

Manufacturer narrative:
Event description continued: removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU held the handle of the smart control sds flat and straight outside the patient. The tantalum markers were observed to open symmetrically. No further information is available. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.